Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they loaded the trapezoid rx onto the dreamtone guidewire. They attempted to grab the stones (no specific cm size given) with the trapezoid rx basket and the thumb ring detached from the handle. They were unable to get a grip on the broken device and then unloaded the device from the guidewire. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, they loaded the trapezoid rx onto the dreamtone guidewire. They attempted to grab the stones (no specific cm size given) with the trapezoid rx basket and the thumb ring detached from the handle. They were unable to get a grip on the broken device and then unloaded the device from the guidewire. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of thumb ring break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted the thumb ring was detached and stretch marks were observed. Additionally, the sidecar rx was pushed back. No other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that the user experienced some difficulties during the extension of the basket and/or movement of the device during the procedure that led to side car rx push back. Once the customer experienced these difficulties, it is possible that a different technique or force was applied that may have detached the thumb ring. The stretch marks confirmed that an excessive force/tension was applied to the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.